Manufacturer narrative:
(B)(4). Device has not yet been returned to manufacture. Product no returned to manufacturer.

Event description:
It was reported the hex of the screw stripped when placing it in the patients mouth. The doctor was unable to back it out with a hex driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event.. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes, added manufacturer narrative.